Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to erbe error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and issue was confirmed using system logs, which recorded recurring error c-30 during testing. The erbe unit displayed c-30 during monopolar energy application, and logs also showed error c-00. The erbe unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of error c-30 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer encountered an error c-30 on the integrated electrosurgical unit erbe generator when applying energy. The customer power cycled the erbe but the issue remained. The customer then attempted to connect a force triad generator but could not do so and opted to connect their spare vision side cart to complete the case. The procedure was completed with no reported injury.